Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date is unknown, between the (B)(6) 2023. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small, paracentral scratch was seen on the intra-ocular lens (iol) after inserting it into the eye. Based on the surgeons opinion it is very unlikely to affect the patients vision and the risks of a lens exchange outweigh the potential benefits. A similar case occurred last week. The iol was prepared by the junior or nurses and no further information was provided. This report is for the incident date unknown but that occurred the week before on (B)(6) 2023. A separate report will be submitted for the incident on (B)(6) 2023.